Event description:
Product analysis was completed on the returned cannula. Damage was noted in the proximal drainage region. The damage was likely caused by excessive force during insertion.

Event description:
It was reported that after dilating the left internal jugular vein, the physician inserted the cannula with is obturator over a guide wire. During insertion, the obturator and cannula became increasingly difficult to get into proper position. After multiple attempts, the physician decided to pull the cannula out. Upon examination of the cannula, it was determined that the cannula was kinked proximal to the inlet holes. The device was determined to not be usable. A different cannula was retrieved and inserted with no issues. A review of the manufacturing records did not identify any deviations or non-conformities relevant to the reported issue. The product has been received into analysis; however, device analysis has not yet been completed. No additional relevant information has been received to date.

Manufacturer narrative:
Additional device information, expiration date, corrected data: initial MDR inadvertently did not report device manufacturer date. Device manufacturer date, corrected data: initial MDR inadvertently did not report device manufacturer date.

Event description:
The device manufacturer date and expiration date were added. No additional or relevant information has been received to date.